Event description:
The facility has reported several cases of post operative inflammation, also known as toxic anterior segment syndrome (tass). The eye prep was 10% betadine solution. A 2.75 clear corneal incision was made. Two of the 4 cases required sutures to close the wound. No cultures were performed on the patients. The inflammation presented within 12 hours of surgery and was observed on the first post op visit. Vigamox antibiotic drops were used. The steroid, dexamethosone, was injected. This report is for one patient; for additional patients see mfg. Report #s: 2028159-2008-00039, 2028159-2008-00041, 2028159-2008-00042.

Manufacturer narrative:
The facility's sterilization details were submitted and reviewed. It is noted that they wrap their instruments and use gravity displacement to sterilize. Temperature, exposure time, and dry time were given. According to the directions for use for the neosonix and ultraflow I/a handpieces, the exposure time during the facility's sterilization process is significantly shorter than required. Although their process is not compliant to alcon's specified directions, the root cause of the reported patient inflammation cannot be determined. A review of complaint, service, and manufacturing history data for the system, indicates that there has been no additional complaints, service requests, or prrs (preliminary review records) related to the reported event. Complaint class trending indicates no recent adverse trends associated with the complaint class. Symptom code trending indicates no recent adverse trends associated with tass. Corrective action: copies of the directions for use for the phaco handpiece, I/a handpiece, and I/a tips and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer. Customer has now changed their auto-clave setting to be in line accordance with recommended parameters. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leader ship of dr. Nick mamalis, met on an ongoing basis and complied data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed.